Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat l5 spondylolisthesis. Approximately 3 months post-op it was found that the massa lateralis was broken off because of a loose implant. The patient underwent a revision surgery. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The top portion of the bone screws are cut off where the connector would be located, and not returned for analysis, preventing further evaluation.